Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher (with the exception of the patient 4 cl result). The samples were then repeated on the same instrument after troubleshooting and resulted as expected and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to replace all consumables, stylette the probe and replace the rotary value seal. Quality controls were run, resulting within range. The cause of the discordant, falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.